Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent cystocele, vaginal discharge, mild urinary tract infection, candida vaginitis and bladder leakage.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional patient codes: (B)(4)- vaginal scarring additional narrative: it was reported that following insertion the patient experienced vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced pain, recurrence, dyspareunia, urinary problems, infection, fistulae, erosion of her internal bodily tissue and other injuries. The patient has also undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to vaginal pain, and incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a sling was implanted on (B)(6) 2008. It was reported that following insertion the patient experienced pain, recurrence, dyspareunia, urinary problems, infection, fistulae, erosion of her internal bodily tissue and other injuries. The patient has also undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to vaginal pain, and incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.